Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, a fresenius regional equipment specialist (res) was called onsite and a machine evaluation was performed. Upon completion of the evaluation, the res verified that the machine was functioning as intended. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The machine passed all functional checks and was verified to be operating within specification. There were no reported malfunctions that could have caused or contributed to the reported event, and an associated cause could not be determined.

Event description:
It was reported that an unknown patient on hemodialysis (hd) coded (patient harm not specified) on a fresenius 2008t dialysis machine at (B)(6) hospital. There were no documented malfunctions or issues with the hd machine. A fresenius field service technician (fst) was called onsite to perform a machine evaluation. The fst verified operation of the machine and found the machine to be functioning as per specification. There were no noted discrepancies with the dialysis machine. Details surrounding the patient event, including patient demographics, comorbid conditions, hd treatment information, medical intervention, and patient outcome, are unknown despite multiple due diligence attempts.